Manufacturer narrative:
The facility found the CPR re-engagement switch was causing the head drive to run constantly. The facility replaced the switch to repair the bed.

Event description:
Alleged that when the bed was plugged in, he could smell an electrical smell and found the head motor was hot. He said the knee function would attempt to rise and then it would reverse and the trend and reverse trend would not function either.